Event description:
The healthcare professional (hcp) reported the patient was experiencing blood sugar that was going up and down. The hcp had never encountered this since they started implanted the spinal cord stimulator (scs) in 1995. They were unsure if the issue was related to the stimulation, but it appeared the patient has brought in literature saying stimulation can cause hypoglycemia. It was noted that the symptoms reported were hypoglycemia. This was noted as a sudden change in therapy/symptoms. The patient was implanted for non-malignant pain.

Event description:
It was further reported by the healthcare professional that the patient was implanted with a spinal cord stimulation (scs) device about a month ago for back pain. It was stated that ever since their implant, their blood glucose had been difficult to control. The patient experienced episodes of hyperglycemia and hypoglycemia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.